Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was short to shield symptoms. The patient heard intermittent sounds and visited he hospital, where the clinical engineer was able to reproduce the sounds. No pump stop was noted but there were low speed operations. Low speed reductions were seen only when the patient was connected to the mobile power unit (mpu). The analysis result showed that there was driveline damage causing the patient to be readmitted. The patient underwent a pump exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the reported low speed events captured in the submitted log file. (B)(6), was returned assembled with the driveline (dl) cut approximately 1.5¿ from the pump housing and the distal portion was returned measuring approximately 32¿. A glove tip was observed on the 32¿ driveline segment. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow elbow and outflow graft) was returned attached to the pump¿s outlet port. The outflow graft bend relief and bend relief collar were returned detached from the device. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned dl segments did not reveal any discontinuities or shorts. Upon removal of the dl layers, visual inspection of the pump-end dl segment revealed a breach in the yellow wire at the pump housing. Although it could not conclusively be determined, the observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. Further inspection of the remaining distal end driveline segment did not reveal any obvious breaches to the wires. The driveline segments were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. If the exposed conductors of the damaged yellow wire contacted the braided shield while the system was operating on a tethered power source (such as the power module with a grounded patient cable or mobile power unit), the resulting short to ground would have resulted in the low speed events that were confirmed through the submitted log file. The pump was cleaned and reassembled; however, due to the location of the confirmed internal dl wire damage, (B)(6) was not functionally tested using a mock circulatory loop. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), document 105747ja-jp, rev. B and the heartmate ii patient handbook, rev. D are currently available. The IFU, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage, as well as how to respond to such events. The ¿equipment storage and care¿ section, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The patient handbook also contains a section on ¿caring for the driveline¿ ¿ however, heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Incidental finding: superficial damage to the outer silicone jacket was confirmed. A specific cause for the damage could not be determined through this evaluation. No further information was provided. The manufacturer is closing the file on this event.